Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the vertical drive power supply and the power supply printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would exhibit an intermittent failure of the vertical drive. No pt injury was reported.